Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Complaint description: the thread is broken. Samples received: 20 unopened race packs and 1 open race-pack. Analysis and results: there are no previous complaints of this code/batch. There are no units in OEM stock. OEM tested the knot pull tensile strength of the samples received and the results conform to OEM's requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform to OEM's requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable. No further patient information was provided at the time of this report.

Event description:
Country of complaint: (B)(6). Complaint description: broken thread.